Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for tissue damage could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for possible tissue damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient anatomy and the clip grasped the leaflets. The mr was reduced to grade 1 and the decision was made to deploy the clip; however, mr increased to grade 3-4. An amplatzer atrial septal defect (asd) occluder was implanted and mr was reduced to trace. There was no single leaflet device attachment (slda) and no clip movement. The clip remained stable on the leaflets and it was suspected that some tissue came out of the clip. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.